Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Lot number not communicated.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d2, g1-2, g4, g5, h2, h3, h4, h6, h10. The reported event was unable to be confirmed as the product was not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products optipac 60 refobacin bone cement r-3, reference 4721502084-3, batch 736ab04555 were manufactured on october, 2 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non-conformity or deviation was observed which could be linked to the complaint issue. 2 complaints (including the current complaint (B)(4)) on the issue have been recorded for optipac 60 refobacin bone cement r-3, reference 4721502084-3, batch 736ab04555 within one year. An investigation has been performed, consisting of a documentary review. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. . According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d10, g4, h2, h6, h10. Product was returned and evaluation was performed. Product inspection shows that the right mobile cannula is damaged, preventing the monomer pouch to be punctured. The reported event was confirmed. The review of the device manufacturing quality record indicate that (B)(4) products optipac 60 refobacin bone cement r-3, reference 4721502084-3, batch 736ab04555 were manufactured on october, 2 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non-conformity or deviation was observed which could be linked to the complaint issue. No similar complaint (including the current complaint (B)(4)) has been recorded for optipac 60 refobacin bone cement r-3, reference 4721502084-3, batch 736ab04555 within one year. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The product analysis shows that the mobile canula is damaged, however the cause of this damage could not be determined. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge. No adverse events have been reported as a result of the malfunction.